Event description:
It was reported that at device change out for eol, insulation abrasion was observed on the rv lead near the connector. The physician repaired the lead with medical adhesive and a lead sleeve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.